Event description:
The user is reporting that the device delivered 5 shocks and then indicated a low battery. The device was able to perform 7 more shocks and then it turned off. Another device was retrieved. The patient survived.

Manufacturer narrative:
(B)(4). There was no allegation of malfunction. Replacement battery resolved the issue.